Event description:
Unomedical reference number (B)(4). Event occurred in australia. On 08-jan-2023, it was reported that the infusion set's tubing pulled off of the clip from the needle (tubing connector to needle) and this issue occurred with 2 infusion sets. Once inserted it pulls off afterwards. The site location was patient's abdomen, and the pump was located on the other side. Reportedly, the infusions were stored in normal temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.